Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021 .

Event description:
It was reported to philips that the touchscreen was unresponsive. The customer stated that they are unable to calibrate the touchscreen and is failing touchscreen calibration the device was not in clinical use at the time of the event. There was no report of patient or user harm. This issue was identified during scheduled preventive maintenance. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer the touchscreen assembly is suspected to need replacement. Part information was provided to the customer to order a replacement touchscreen to replace onsite. A good faith effort was made to the customer who confirmed that the touchscreen was ordered,